Event description:
It was reported that the health care professional (hcp) called technical services (ts) for further review of the pacemaker stored atrial tachy response (atr) episode. Upon review, right atrial (ra) farfield oversensing which led to inappropriate atr was observed on the presenting electrogram (egm). Ts provided the hcp with programming recommendations. At this time, the pacemaker remains in service. No adverse patient effects were reported.